Manufacturer narrative:
Cracked reservoir tube lip, cracked battery tube threads and scratched display window noted during visual inspection. Pump passed basic occlusion and displacement test. No motor error alarms noted. Unable to prime during prime/a33 alarm test due to moisture damage noted in fsr. Pump received stuck in motor error alarm loop during bolus delivery and e70 alarm noted in alarm history. Motor was tested outside of the device and passed. Motor may have had intermittent failure that was not detected during testing. Unable to confirm excessive no delivery alarms due to motor error alarms. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 204 mg/dl. Troubleshooting was not performed. The device was returned for analysis.